Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient had severe vomiting/a gastroparesis flare up and their settings were adjusted by the hcp and the vomiting subsided. It was then discovered that the patient¿s battery was protruding due to the sutures having come loose from the patent¿s vomiting. The patient was experiencing pain as a result of the battery and the hcp revised the pocket on the day of the report and resutured the battery to the fascia. It was noted that the event was resolved at the time of the event. No further complications were reported/anticipated.